Event description:
Procedure type: prostatectomy. According to the reporter: one branch of the instrument broke off without being exposed to excessive force. The part fell into the pt cavity and was removed.

Manufacturer narrative:
(B)(4).